Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at an unspecified time. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿238 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with pills (glipizide ¿ dose unspecified), diet and/or exercise. The patient reported that she continued to follow her usual diabetes management regimen in response to the alleged issue. At an unspecified date and time after the issue occurred, the patient reportedly developed symptoms of feeling ¿shaky and weak¿. The patient denied receiving any medical treatment/intervention in response to the issue. It was not reported if the patient used any other device to test her blood glucose. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure. The test strips are within expiry date; however, the patient was unable to confirm if the test strips had been open for more than 6 months. The csr also noted that the patient did not have a control solution available to perform a quality control test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.